Manufacturer narrative:
A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Based on the information available, the most likely root cause of the reported issue is a defective motor controller board. In order to confirm it, the pump was requested for a further investigation and it was not made available for return by the customer.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump was not rotating smoothly and that sometimes rotations/minute measure fluctuated (33rot/min to 34 rot/min). There was no report of patient injury.